Event description:
Event description cpi received information that a patient with ventak mini implantable cardioverter defibrillator (ICD) presented in the emergency room with the ICD emitting a constant humming tone. The ICD could not be interrogated and the physician elected to explant the device.